Manufacturer narrative:
(B)(6). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qcmjke and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break from the fixation tab? - suture broke from the centre during capsule closure please provide the status of the device(s) as it has not been received for analysis. Device is available. Deferred due to quarantine restrictions. (B)(4).

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2021 and a barbed suture was used. During the procedure, the suture broke while suturing the capsule from the mid. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.